Event description:
I had mentor silicone breast implants installed (B)(6) 2018. Since then I have progressively over time experienced the following symptoms and they are all now occurring every day at immense height. Chronic fatigue and headaches, persistent joint and muscle pain, unexplained respiratory issues; chronically dry mouth and eyes, poor memory and concentration, depression, anxiety, and insomnia, chest pressure, panic attacks; back pain, dizziness. I have had blood work (cbc) done numerous times and everything comes back at an average although I continue to experience symptoms. I have visited numerous doctors over the past 4 years trying to figure out what is going on. I'm only 27 and I believe I am experiencing breast implant illness. Ref report: mw5115297.